Manufacturer narrative:
The customer indicated that they knowingly tested the throat sample which is not indicated for use with the covid-19 assay. This report is being submitted out of caution due to the patient exhibiting symptoms. Investigation summary: the customer reported possible false negative results with the binaxnow covid-19 ag assay during routine patient testing. Technical service completed at least 3 attempts to obtain the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Not withstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. Note that the customer repeated testing with a throat sample in contrast with a nasal swab collection. A review of the package insert for details related to this report included the intended use, precautions, performance, and limitations. Specifically noted was: specimen collection and handling: anterior nasal (nares) swab. Only the swab provided in the kit is to be used for nasal swab collection. To collect a nasal swab sample, carefully insert the entire absorbent tip of the swab (usually ½ to ¾ of an inch (1 to 1.5 cm) into the nostril. Firmly sample the nasal wall by rotating the swab in a circular path against the nasal wall 5 times or more for a total of 15 seconds, then slowly remove from the nostril. Using the same swab, repeat sample collection in the other nostril.

Event description:
The customer reported an unconfirmed false negative result with the ID now covid-19 assay on a nasal swab sample performed on an unknown date. The patient was reported to have had a fever of 101 degrees and a sore throat. The patient was retested with the ID now covid-19 assay with a throat sample which generated a positive result. Confirmation testing was not performed. Although requested, no additional information was received.